Event description:
See intial report.

Manufacturer narrative:
Field service technician dispatched to the facility confirmed the issue and solved it by replacing the cp5 drive unit. All functional tests positively passed and the unit was put back into service. Complaints database analysis revealed no similar event since unit installation in 2021. Based on the above, the most likely root cause of the reported event is one the following: defective cpu (hkr 0325) which is located in cp5 pump control panel; defective circuit board motor control (zpr 0801) which is located in the drive unit; communication failure between cpu (hkr 0325) and motor control board (zpr 0801). The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that, during a procedure, despite the rpm in the cp5 unit were fixed, they oscillated between 500-600 rpm. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the sorin centrifugal pump 5 (cp5). The incident occurred in united states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.